Event description:
Event description cpi received info that the implantable cardioverter defibrillator was removed due to increased impedance and threshold measurements. During the replacement procedure it was noted that the insulation of the bipolar endocardial tined lead was damaged. The lead was removed and replaced.